Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for low blood glucose. The blood glucose reading was 20 mg/dl. The customer had not been wearing the insulin pump for a couple of days prior to the event. The insulin pump was not replaced or returned.